Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of an evoque valve in tricuspid position where on post-operative day 4, the patient experienced atrioventricular block (avb) and severe mitral regurgitation (mr). On post-operative day 9, the patient experienced bradycardia with avb and atrial fibrillation (af); there was no isoptin treatment. Therefore, the decision was made to implant a leadless pacemaker was on post-operative day 11. There was no more mr after the pacemaker implantation.

Manufacturer narrative:
The following sections were updated b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed based on complaint description. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per the instructions for use, conduction system disturbance or heart block which may require treatment, including permanent pacemaker, are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intraoperative medications or anesthesia. Such events are related to the patients underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. The valve is designed such that it contact the septum via radial force and anchor interaction, so it is possible that this interaction could lead to conduction disturbances. Other potential causes include trauma by a guidewire or delivery system.